Manufacturer narrative:
The reported issue, related to an incident regarding stop of ventilation condition is finalized. According to received information from the hospital, the reported issue was not related to a maquet critical care device. Instead there was another issue related to our products regarding a safety valve test failure during pre-use check, unfortunately the problem description was mixed up from the hospital when first provided. The investigation consists of a device log evaluation and two parts were returned for our technical evaluation part, i.e. A safety valve and a 02-cell cable. The reported issue related to the safety valve test failure was not confirmed in device logs. There was no entries in the logs to indicate a ventilator malfunction. The returned parts was installed in a reference ventilator and simulated use tested successfully, i.e. Without any faults detected. The reported issue was not reproduced in our reference ventilator, therefore the cause could not be determined in this investigation. A defective safety valve may lad to a stop of ventilation, in such event high priority alarms will be generated per design.

Event description:
(B)(4)

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator stopped ventilating while it was connected to a patient. There was no patient harm. (B)(4).